Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No prime anomaly or error alarm was noted during testing. No moisture damage was found on motor or electronic assembly. The pump was received with cracked corner display window and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings and air bubbles from the pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injection. The customer stated that the air bubbles were the approximate size of a millimeter. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer was advised to perform a 5 unit fixed prime until air bubbles are no longer visible. The customer stated that he received a no delivery alarm and there were no leaks. The customer was advised to monitor the pump and call if the problem persisted. The customer declined to troubleshoot for high readings. The customer will be sent a replacement pump.